Manufacturer narrative:
The field complaint of the transmitter not being able to power on was verified. The unit was plugged into a working ac electrical wall outlet and did not power on. The visual inspection revealed no physical damage to the outer plastic housing of the transmitter. After opening the ac power adapter burnt components were observed on the main circuit board. The casing of the ac power adapter was also burnt on the inside. After opening the transmitter, multiple modem circuit components were damaged. As a result, unit could not be powered on.

Manufacturer narrative:
Correction: previously reported g3 should have been 05 jan 2024 rather than 28 sep 2023.

Event description:
It was reported that the patient had a power outage and the transmitters power light was off. They attempted a different power outlet and still no response. The prongs were removed and one of the green strips was burned.

Manufacturer narrative:
Correction: h4.